Event description:
It was reported that the patient passed away and no further details were provided. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received stating that per the physician, the patient's death was not related to the vns. The patient experienced seizure reduction with vns and was receiving vns treatment at time of death. Neither the generator nor the lead were explanted after death. The cause of death is respiratory failure - recurrent pneumonias resulting in respiratory failure as witnessed by hospital staff. No autopsy was performed, and no death certificate is available.